Event description:
Taxus express2 clinical study. It was reported that following a coronary artery stenting procedure, the pt experienced restenosis. The lesion being treated was a 3.75mm, 75% stenosed, 28mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilatation with a 4.00x15mm balloon at 12atms. The physician then successfully placed a taxus express2 3.5x32mm study stent at 12atm. Post-dilatation was performed with a 4.15x15mm balloon at 18atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. A non bsc stent was placed in the distal right coronary artery and also in the right atrioventricular. The pt was discharged the next day on plavix and aspirin. At 357 days after the index procedure, scheduled follow-up angiography was performed and 75% stenosis in the mid rca was confirmed. The physician commented "it was newly found stenosis". As the pt has no symptoms, and the stenosis is moderate, the doctor recommended the pt undergo exercise stress testing in order to determine if the pt needs pci or not, and the pt requested a pci which is scheduled for 2009.

Event description:
(B) (6). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 3.75mm, 75% stenosed, 28mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilatation with a 4.00x15mm balloon at 12atms. The physician then successfully placed a taxus express2 3.5x32mm study stent at 12atm. Post-dilatation was performed with a 4.15x15mm balloon at 18atms. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Timi flow 3. A non bsc stent was placed in the distal right coronary artery and also in the right atrioventricular. The patient was discharged the next day on plavix and aspirin. At 357 days after the index procedure, scheduled follow-up angiography was performed and 75% stenosis in the mid rca was confirmed. The physician commented ¿it was newly found stenosis¿. As the patient has no symptoms, and the stenosis is moderate, the doctor recommended the patient undergo exercise stress testing in order to determine if the patient needs pci or not, and the patient requested a pci which is scheduled for (B) (6) 2009. It was further reported that the lesion involved was incorrectly reported as the mid right coronary artery, and should have been reported as the proximal left anterior descending artery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.